Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose was 247 mg/dl. The customer received an compromise force sensor alarm. The customer stated that the device is possibly dropped last night or today. The customer stated that she has not pressed the cap while connected. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the possible cause of the alarm is during seating the force sensor did not detect the reservoir. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test and unable to prime during prime test due to loose/protruded drive support disk. The insulin pump was unable to perform occlusion test due to a33 error alarm. The insulin pump had cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads and broken reservoir tube lip.